Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm after a battery change. The customer's blood glucose was unknown. Customer also reported a signal too low alarm was present in the alarm history. The customer declined to return the insulin pump for analysis.